Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed preventative maintenance and replaced various parts. He performed qc and precision testing with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 38 patients tested on a cobas 8000 cobas ise module. The customer confirmed qc was acceptable prior to patient testing. The initial na results were reported outside the laboratory. The customer performed repeat testing with the same samples for confirmation. Below are six examples of questionable na results reported by the customer: on (B)(6) 2020, patient 1¿s initial na result was 143.3 mmol/l, and the patient¿s repeat result was 149.3 mmol/l. On (B)(6) 2020, patient 2¿s initial na result was 141.1 mmol/l, and the patient¿s repeat result was 146.9 mmol/l. On (B)(6) 2020, patient 3¿s initial na result was 140.7 mmol/l, and the patient¿s repeat result was 145.8 mmol/l. On (B)(6) 2020, patient 4¿s initial na result was 141.2 mmol/l, and the patient¿s repeat result was 148.0 mmol/l. On (B)(6) 2020, patient 5¿s initial na result was 141.3 mmol/l, and the patient¿s repeat result was 147.0 mmol/l. On (B)(6) 2020, patient 6¿s initial na result was 139.9 mmol/l, and the patient¿s repeat result was 148.0 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.